Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a 27mm valve was explanted after an implant duration of thirteen years and one month due to leaflet calcification, stenosis and aortic root aneurysm. The explanted device was replaced with a 29 mm valve. No additional information was provided.

Event description:
Edwards received information that a 27mm valve was explanted after an implant duration of thirteen years and one month due to leaflet calcification, stenosis and aortic root aneurysm. The explanted device was replaced with a 29mm valve. Per medical records, the patient underwent aortic root and ascending root replacement with a 34mm valsalva graft and 29mm bioprosthesis with coronary artery re-implantation. Post-pump tee showed a normally functioning bioprosthesis with no valvular or paravalvular leaks. The patient was taken to the ICU in stable condition, having tolerated the procedure well. The patient was discharged home with vna and home pt on pod #8 in stable condition.